Event description:
Per physician: steering mechanism of catheter was broken during pacer insertion. Another octopolar catheter placed in body w/out difficulties. No patient harm identified as a result of this event.======================manufacturer response for ep lab catheter, steerocath-dx (per site reporter).======================ep lab staff notified product representative; no other details available at this time.